Event description:
Paramedics had connected the device to a pt diagnosed with a bradycardic rythum. The device was used to demand pace on the pt during transport to the hospital. It was reportedly observed the device displayed that non demand pacing was occurring. The observation or obersvations upon which this allegation was based was not reported. The paramedics stated that pt care was not affected. The pt was resuscitated.